Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had surgery to have a lead implanted. Post-op testing indicated the stimulation was on the right side. Another surgery was done to reposition the lead. Post-operatively there was effective coverage for the patients left sided pain.